Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID neu _unknown_lead serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that the wires were removed from the area because the wires broke on the cervical side and were replaced. Patient's doctor who was a resident decided they would never do a cervical dorsal stimulator because the doctor saw their surgery. When agent asked for the event date patient then mentioned this was for their implant in '06' and patient had 2 replacements since then. Patient mentioned they had no complications except loss of muscle on the back of their neck. The surgery was scheduled for 2 hours and the surgery went for over 6 hours. Patient mentioned this was the connection between the battery and cervical area above the connection on the cervical side and the only way to pair that was to remove the leads up the spinal cord.